Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. Post-op, the patient developed "significant pain and major problems including pain and mental anguish. I'm worried things will get worse."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.